Manufacturer narrative:
Additional narrative: updated information, parts added to complaint. Device was used for treatment, not diagnosis. Report was initially submitted on nov 1, 2017, but the FDA site was down. Advised by FDA on nov 8, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this report is 2 of 5 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (applicator inner shaft, part number 03.812.003, lot number 9824907). The subject device was returned to the manufacturer with the complaint condition stating: article is in used condition. On the knob at the end shaft edges are slightly damaged. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation, all relevant and significant characteristics like dimensions and hardness were checked and additionally, the article passed all functional tests. The applicator inner shaft 03.812.003 is assembled to the applicator outer shaft 03.812.001 and the applicator knob 03.812.004. During surgery, all three instruments are used together. The locking mechanism of the applicator knob 03.812.004 get in contact with the applicator inner shaft 03.812.003. At the end of the inner shaft is a small knob where the edges are slightly deformed/damaged. The slight deformation had no impact on product functionality. It could not get recognized during the functional tests. The damage on the edges is more like a sign of improper handling, by trying to disengage the spacer without fully unlocking the instrument. All measured characteristics are within specifications and additionally the article passed the functional test without any references to the reported issue. No manufacturing related issue was identified and/or confirmed. The damage on the edges of the returned applicator inner shaft is more like a sign of improper handling, by trying to disengage the spacer without fully unlocking the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The event that happened between the cage (part#:unk) and the inner shaft (part#: 03.812.003). Initially, the surgeon tried to pull the cage out in order to correct its inserting direction, and then the cage got separated from the inner shaft. Fortunately, the cage was sitting in a proper position, thus he successfully correct the inserting direction using the impactor (part#:unk).

Manufacturer narrative:
Patient¿s initials/identifier, age/date of birth and weight were not provided for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter phone number is not provided for reporting. A review of the device history records has been requested and is currently pending completion. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, surgery was performed using the transforaminal posterior atraumatic lumbar (t-pal) cage system. During the surgery, the following issues were confirmed with t-pal spacer applicator handle and t-pal spacer applicator inner shaft. To correct the inserting direction, the surgeon took an action to pull out the spacer that was already sitting in the bone. He turned the handle to the state of ¿open¿, and then pulled out the spacer forcibly. The spacer was separated from the inner shaft and was left in the bone. Finally, the surgeon corrected the location of the cage using an impactor. The t-pal spacer applicator handle and the t-pal spacer applicator inner shaft were not stuck together during the procedure. The surgery was successfully completed with a fifteen (15) minute delay, and there was no adverse consequence to the patient. The procedure was completed successfully. Concomitant devices reported: t-pal spacer applicator handle (part # 03.812.001, lot # 8303805, quantity 1), t-pal spacer applicator handle (part #03.812.001, lot # 8305053, quantity 1), t-pal spacer applicator inner shaft (part # 03.812.003, lot # 8259364, quantity 1). This report is for one (1) t-pal spacer applicator inner shaft this is report 2 of 2 for complaint (B)(4).